Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of cloudy effluent in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent described as clouds of fibrin, and the patient was hospitalized. From (B)(6) 2010, the patient was treated with vancomycin and fortum ip. Extraneal viaflex therapy was ongoing. On (B)(6) 2010, the patient was discharged. On an unreported date, the cloudy effluent resolved. The reporter believed the event was probably related to extraneal viaflex therapy.